Event description:
It was reported that unspecified bd¿ tubing leaked.the following information was provided by the initial reporter: material #: unknown batch/ lot #: unknownit was reported that the tubing was leaking around the filter.verbatim: at the patient safety team meeting this morning a conversation occurred regarding a potential system wide issue with IV tubing (primarily chemo tubing and leaking around a filter). But, since we had an event ((B)(6)) with leaking IV tubing, I have been asked to see if you by chance know the manufacturer, lot number, packaging info, tubing type, etc with our event. Any information you can provide will be helpful.(B)(6)-2021: the tubing was on my desk this morning but since it¿s out of the bag, the only information I can share is that it is a bd product distributed by carefusion. I¿m assuming it¿s a primary tubing and have attached a picture of a bagged primary (in case you can glean any pertinent information from that) but I have no idea as to the identifying information from this particular set. I haven¿t heard of any other issues of leaking tubing recently other than this one. (B)(6)2021: I am working on getting additional information to submit a product complaint. This email was received yesterday just prior to our meeting.

Manufacturer narrative:
H6: investigation summary the customer provided a photo of a 2426-0500 infusion set then stated they were unaware if this was the correct set involved in the incident. Without further information like photos or a sample, the customer's complaint of leakage cannot be verified and the root cause cannot be determined. A device history record review could not be performed because a model or lot number was not provided by the customer. H3 other text : see h10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ tubing leaked. The following information was provided by the initial reporter: material #: unknown. Batch/ lot #: unknown. It was reported that the tubing was leaking around the filter. Verbatim: at the patient safety team meeting this morning a conversation occurred regarding a potential system wide issue with IV tubing (primarily chemo tubing and leaking around a filter). But, since we had an event ((B)(6)) with leaking IV tubing, I have been asked to see if you by chance know the manufacturer, lot number, packaging info, tubing type, etc with our event. Any information you can provide will be helpful. On 02-feb-2021: the tubing was on my desk this morning but since it¿s out of the bag, the only information I can share is that it is a bd product distributed by (B)(4). I¿m assuming it¿s a primary tubing and have attached a picture of a bagged primary (in case you can glean any pertinent information from that) but I have no idea as to the identifying information from this particular set. I haven¿t heard of any other issues of leaking tubing recently other than this one. On 03-feb-2021: I am working on getting additional information to submit a product complaint. This email was received yesterday just prior to our meeting.